Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. Diagnosed via MRI and confirmed, during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed, as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure: crease was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.